Manufacturer narrative:
This serves as correction/additional information report. Sections b5, b6, e1 - first name, g2 report source, h6 health effect - clinical code, h10, and h11 have been updated. Additional information was received via user report and has been reported to lakemedelsverket. An investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received 2.90 mmol/l lower glucose device scan results compared to 27.90 mmol/l glucose reading obtained from healthcare professional (hcp) meter. When the reported results are plotted on a parkes error grid, they fall into the "d" zone showing the difference in values to be clinically significant. The length of the sensor wear was 3 days and the customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). Due to the low readings, the customer's insulin machine did not dispense. As a result, the customer went to the emergency room where the customer had glucose reading of "34" and ketones at "1.8". The customer was then provided with an intravenous (IV) drip of salt as treatment for the diagnosis of hyperglycemia by an hcp. There was no report of death or permanent impairment associated with this event. On october 16, 2025, abbott diabetes care (adc) received additional information through a lakemedelsverket user report, reference number 6.6.2-2025-085282. As this incident has already been initially reported by adc on 111838186, a separate reportable incident is not required. It was reported that the customer became hypoglycemic and self-treated with dextrosol, but the "sensor value did not go up". The customer then self-treated with additional treatment of biscuit and chocolate. Consequently, the customer experienced symptoms described as "feeling bad, wobbly, not feeling well", and dizziness. A capillary result of 'hi' and ketone level of 1.7 mmol/l was obtained on an unspecified device. Based on the obtained "hi", the customer self-treated with 28 mmol/l via their insulin pump and 6u of bolus dose. The customer then self-presented at the emergency where a glucose result of 28 mmol/l was obtained. A "blood gas" (measures the levels of oxygen (o2) was performed and the result was "up to 34 mmol/l". The customer was administered intravenous (IV) "drip of salt" as treatment for the diagnosis of hyperglycemia. The customer was monitored for half a day but no additional treatment was reported. Adc customer service is currently in the process of making additional attempts to gain further information, and a follow-up will be submitted when more information is obtained.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received 2.90 mmol/l lower glucose device scan results compared to 27.90 mmol/l glucose reading obtained from healthcare professional (hcp) meter. When the reported results are plotted on a parkes error grid, they fall into the "d" zone showing the difference in values to be clinically significant. The length of the sensor wear was 3 days and the customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). Due to the low readings, the customer's insulin machine did not dispense. As a result, the customer went to the emergency room where the customer had glucose reading of "34" and ketones at "1.8". The customer was then provided with an intravenous (IV) drip of salt as treatment for the diagnosis of hyperglycemia by an hcp. There was no report of death or permanent impairment associated with this event.on october 16, 2025, abbott diabetes care (adc) received additional information through a lakemedelsverket user report, reference number 6.6.2-2025-085282. As this incident has already been initially reported by adc on 111838186, a separate reportable incident is not required. It was reported that the customer became hypoglycemic and self-treated with dextrosol, but the "sensor value did not go up". The customer then self-treated with additional treatment of biscuit and chocolate. Consequently, the customer experienced symptoms described as "feeling bad, wobbly, not feeling well", and dizziness. A capillary result of 'hi' and ketone level of 1.7 mmol/l was obtained on an unspecified device. Based on the obtained "hi", the customer self-treated with 28 mmol/l via their insulin pump and 6u of bolus dose. The customer then self-presented at the emergency where a glucose result of 28 mmol/l was obtained. A "blood gas" (measures the levels of oxygen (o2) was performed and the result was "up to 34 mmol/l". The customer was administered intravenous (IV) "drip of salt" as treatment for the diagnosis of hyperglycemia. The customer was monitored for half a day but no additional treatment was reported. Adc customer service is currently in the process of making additional attempts to gain further information, and a follow-up will be submitted when more information is obtained.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed . Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received 2.90 mmol/l lower glucose device scan results compared to 27.90 mmol/l glucose reading obtained from healthcare professional (hcp) meter. When the reported results are plotted on a parkes error grid, they fall into the "d" zone showing the difference in values to be clinically significant. The length of the sensor wear was 3 days and the customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). Due to the low readings, the customer's insulin machine did not dispense. As a result, the customer went to the emergency room where the customer had glucose reading of "34" and ketones at "1.8". The customer was then provided with an intravenous (IV) drip of salt as treatment for the diagnosis of hyperglycemia by an hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.